Manufacturer narrative:
On (B)(6) 2020, the patient reached out to the cr and the implanting clinician to inform that her wound had dehisced. The implanting clinician checked the wound and determined that the patient had an infection and prescribed antibiotics to treat the infection. On (B)(6) 2020, the patient disclosed to the implanting clinician and the cr that she had gone swimming on (B)(6) 2020. After the swimming, she realized her stitches had dehisced. On (B)(6) 2020, the implanting clinician decided to explant the stimulator to help with the wound infection. On (B)(6) 2020, the cr reached out to the patient to obtain an update on her status. The patient disclosed the infection is clear, and the wound is healing. The patient also revealed she would not be getting another stimulator implanted because she had recently discovered that she is pregnant the stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Infection is a known as adverse events for the peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lot, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this complaint could be traced back to the patient for failing to comply with post-operative instructions by going swimming before obtaining a discharge from implanting clinician.

Event description:
Stimwave quality has investigated the details for a reported stimulator infection at the incision site to the stimwave complaint system on (B)(6) 2020, by clinical representatives (cr) in the united states. Cr became aware of this issue july 13, 2020.